Event description:
My omnipod dash was going to forcibly shut down on me but I was going to be in a car for 8 hours. So I prefilled a pod to change on the road. Apparently the pod will not connect if it was filled more than one hour ago. So I ended up with glucoses over 400. Insulet should have let me just keep the pod I had on. Insulin or the pod doesn't just stop working after 80 hours. And they should let people fill pods in advance. I would not have had glucoses in the 400s. This was a choice on their part and they risk patient lives by doing that.